Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. One of 2 sensors failed with broken/damaged cannula. Unable to confirm if customer received sensor in said condition due to customer returned opened/used sensor. One remaining sensor passed per spec with accurate readings. Also checked both introducer needles for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed perspec.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been having issues with the sensors. They had gone through four sensors because they kept getting calibration errors, change sensor alerts, and sensor error alerts. The customer's blood glucose was 89 mg/dl. The customer stated, that the last sensor that they removed from their body, was missing a cannula and the site was bleeding. The customer stated that upon removal the cannula was no longer attached to the rest of the sensor. The sensor would not link up to the insulin pump. Troubleshooting was not performed since the reported issue was a passed event. The customer stated that the nurse kept the malfunctioning sensor so they could not return it. Nothing further was reported.